Event description:
The patient was enrolled in the watchman champion-af study with patient identifier (B)(6). It was reported that a femoral arteriovenous malformation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2022, with complete laa seal and deployed device diameter of 17.0mm. The patient was discharged the next day on aspirin (100 mg /day) and clopidogrel (75 mg /day). On (B)(6) 2022, six (6) days post index procedure, the patient was noted with a small femoral arteriovenous (av) malformation. An ultrasound of non-cardiac structures was performed, and no intervention or action was required in response to the event. On (B)(6) 2022, the event was considered to be resolved.